Manufacturer narrative:
The system was serviced in the field. The representative attended site and confirmed the problem with collimator. The faulty collimator was removed and replaced with a new one. The alignment with respect to detector was checked and adjusted as required. The representative was able to acquired 2d and 3d test scans to confirm image quality. The system passed all tests and was performing as intended. Concomitant medical products: product ID: bi71000168, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not getting to 2d and there was a red cross against the top motion bar. Due to site being remote, the representative (rep) stepped the customer through getting logs off system. The logs were examined once received and multiple entries of: "motion control info, msg: failhomeaxis (100.4), tc: 0, ctrl: rotor" were found. Based on the above error code it was determined that the problem was a collimator and leaf homing issue. A new collimator assembly was ordered. No patient was present.

Manufacturer narrative:
H3) analysis on the returned collimator showed bench test failing and burn-in test failing. Continuation of d10) product ID: bi71000168; lot #: rev. 1 : s/n (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.